Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that she went to bed with a blood glucose of 209 mg/dl and by morning it was 448 mg/dl. The customer had difficulty breathing as a result, and she treated with a manual insulin injection. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its components for damage and functionality. There were no apparent anomalies with the pump, its usage, its settings, or with the infusion set or reservoir. A high pressure test was performed and the device passed. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care provider's instructions. The customer was also advised that the pump was working as designed and to monitor its performance. No products were shipped or returned.